Manufacturer narrative:
No histopathological markers for cd30+ or alk- have been provided. The event of lymphoma- alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma- alcl-suspected.

Event description:
Company representative reported "pathology report of lymphoma alcl". This record is for the unknown side. Device was explanted. Histopathological markers of cd30+ and alk- have not been provided.